Manufacturer narrative:
Patient information not known so estimates used. Unable to make contact with initial reporter for additional information. Continued attempts will be made and if additional information is obtained, further analysis will be conducted by hollister. The sample has not been provided so the exact location of the breakage on the anchorfast device is not known. It is not known if the device breakage was witnessed, if the endotracheal tube became dislodged from the anchorfast device or from the patient's trachea, if the anchorfast device required changing or if it was the endotracheal tube that required changing, or how many incidents there were. The lot number was not provided so a DHR review was not possible. At this point, the root cause of the reported breakage cannot be determined.

Event description:
It has been reported that there have been a few incidents where the anchorfast endotracheal tube fastener has broken from the part which can be moved to relieve pressure from the patient's mouth / lips, resulting in the endotracheal tube being dislodged and require changing.